Event description:
Boston scientific received information that during a routine device replacement, this left ventricular (lv) and right ventricular (rv) lead were connected to the new device. Upon connection of the leads, a lead integrity test was performed and all measurements were found to be within normal range. The pocket was closed and the leads were tested again and the left ventricular (lv) lead exhibited high threshold measurements. The physician suspected a lead malfunction or connection issue. The decision was made to re-open the pocket and check all leads. During inspection, the lv lead was disconnected and tested through a pacing system analyzer (psa) and revealed a rise in pacing impedances greater than 3000 ohms, no capture and high thresholds. The lv lead was then checked through the device and revealed no capture and pacing impedance measurements greater than 2000 ohms. It addition, the rv lead was tested and revealed a rise in pacing impedances greater than 2000 ohms. The rv and lv leads were removed, rechecked and connected to the new device, capture was achieved along with normal lead measurements. The leads were connected to the new device, repositioned, reprogrammed and the procedure was completed. The device and leads remain in service.

Manufacturer narrative:
The leads will not be returned to boston scientific as they remain implanted, therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.